Event description:
It was reported that during a breast biopsy, the device was difficult to prime. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided and review completed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The arrow was not visible in the ready window. It was found that the stylet was in the ready (primed) position. However, the cannula was not primed/retracted. As a result, the stylet was retracted inside the cannula and could not be seen. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The firing trigger was pressed and the needle did not advance. An attempt was made to twist the rotational knob once and the device could not be primed or fired due to the loose particles. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub and tang were found to be broken. The investigation is confirmed for a break, as the cannula hub and tang were found to be broken. The investigation is confirmed for failure to prime, as the device could not be primed due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device.